Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user was seen for a routine programming appointment. At that time, there was an ear infection and fluid was indicated via tympanometry. In situ measurements revealed high impedance or possible short circuit readings on most electrodes.

Event description:
On (B)(6) 2020 the user was seen for a routine programming appointment. At that time, there was an ear infection and fluid was indicated via tympanometry.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, an ear infection was present at the time of the appointment. However, a review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2020 the user was seen for a routine programming appointment. At that time, there was an ear infection and fluid was indicated via tympanometry.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to an external mechanical impact appears very likely. Reportedly the recipient hits the implant site with the hand hard. In addition, an ear infection was present at the time of the appointment. However, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Re-implantation is considered but not scheduled yet.

Event description:
On (B)(6) 2020 the user was seen for a routine programming appointment. At that time, there was an ear infection and fluid was indicated via tympanometry.